Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not responding and the station was frozen. A field service engineer (fse) identified that the station was freezing due to database corruption and was unable to delete the database or resynchronize it. The hard drive was reimaged, and the customer tested the station and confirmed it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was not responding, which prevented them from pulling medications required for surgical procedures and resulted in procedure delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.